Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's leads had high impedances preventing patient from entering MRI mode. Surgical intervention was undertaken wherein the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.